Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) contacted fresenius technical services and reported that blood had reached the external transducer protector of the 2008t machine during the patient's hemodialysis (hd) treatment. Venous pressure alarms were received. The patient's estimated blood loss (ebl) is approximately 250 ml. No serious injury or required medical intervention was reported. Additional information was requested however a response was not received. No parts were reported to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) contacted fresenius technical services and reported that blood had reached the external transducer protector of the 2008t machine during the patient's hemodialysis (hd) treatment. Venous pressure alarms were received. The patient's estimated blood loss (ebl) is approximately 250 ml. No serious injury or required medical intervention was reported. Additional information was requested however a response was not received. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.